Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the explant is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted for three (3) years and eight (8) months, was explanted due to unknown reasons. The explanted device was replaced with another edwards bioprosthetic valve. No other details were provided.

Event description:
It was learned that a bioprosthetic aortic valve, implanted for three (3) years and eight (8) months, was explanted due to recurrent endocarditis and vegetation. The explanted device was replaced with another edwards bioprosthetic valve. Per the medical records, an extended transseptal incision was used to expose the mitral valve. Due to the patient's body habitus, we still could not see the mitral valve. Therefore, aortotomy was made and then the aortic valve was removed. There was what appeared to be a vegetation on the aortic valve as well. This was on the ventricular side of the aortic valve. Series of 13 stitches were placed around the aortic valve annulus and placed through a 25mm 2700tfx aortic valve and tied down in place. The patient was weaned off bypass and protamine was given. The patient was discharged home with home health care on pod #9 in improved condition.

Manufacturer narrative:
There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. In this case, this patient has a history of endocarditis. It has been determined that the root cause of this event was due to patient related factors.